Event description:
It was reported that the patient had a change in therapy effect. Before the patient had a hip replacement surgery (2015 (B)(6)), the patient¿s dose was 485 mcg/day, and she was using 4-5 personal therapy manager (ptm) activations. Also before the operation, she would walk around with her walker, and she might have to deal with a little pain to be able to walk, but now they were having a hard time getting it regulated. The patient could get 6 boluses a day of 15mcg each, but the boluses did not seem to equal the same amount of the continuous infusion. At the patient¿s baseline, she was having extreme spasticity, so she was using her ptm ¿on the clock¿ to get all 6. After the surgery, she was having trouble getting adequate therapy consistently. Also since the surgery, she was in terrible spasm at the hospital, and she refused the narcotics they were giving her because, it was not helping her and was making her miserable. A different physician then started taking care of the pump and the patient asked the physician to increase her daily dose, and it was increased by 50 mcg. The patient gave herself 2 activations that evening, and the third time her legs felt good and she did not give herself any more boluses. The next morning (2015 (B)(6)), and the ¿morning after,¿ she woke up overdosed, felt sleepy, had weakness, trouble focusing, and was ¿over the top¿ with a fuzzy head. They then ¿lowered it a little bit,¿ and she had horrible spasticity. Then it was also noted the physician lowered the dose from 535 to 505 mcg/day, and towards the evening she ¿picked up a little¿ and the morning of the report, she woke up and her focus was good. The pump system was being used to infuse baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8578, lot# n137748, implanted: 2008 (B)(6); product type accessory product ID 8709, lot# j0058128r, implanted: 2001 (B)(6); product type catheter product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).